Manufacturer narrative:
Additional information: two different lot numbers were included in this complaint. Medical device lot #: 7053948 medical device expiration date: 01/31/2022 device manufacture date: 02/22/2017. Medical device lot #: 7146771 medical device expiration date: 04/30/2022 device manufacture date: 05/26/2017 device evaluation: investigation results: no samples were received from lot # 7053948. However, this is a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. Refer to (B)(4) and CAPA# (B)(4). No further action is required at this time. DHR review for batch 7146771 (p/n 305269): manufacturing dates: 07/01/2017 to 07/08/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7146771 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Sample evaluation: two loose 3ml assembled syringes with a syringe package in a sample bag were received by bd (B)(4) and confirmed to be from batch #7146771 (p/n 305269). Both syringes were activated, therefore no functional testing could be performed. The samples were visually evaluated. The samples arrived with handwritten notes taped to them describing leakage ¿at connection¿ and ¿all over¿ while using the product. The samples did not show any signs of leakage around the plunger rod inside the barrel and no leakage signs around the thumb rest. This indicates there was no leakage past stopper. Both samples had dried medication residue on the inside of the luer threads between the hub and the threads, potentially indicative of the leakage in that area. One of the needle hubs felt loose when attempted to unscrew, while the second sample¿s hub was tightly screwed in. It is unclear what the reason for the potential leakage was and it is not possible to test the syringes due to them having been activated. It is possible the hubs were not tightened enough prior to use, however, it is not possible to state that definitively based on the samples evaluated. Therefore, root cause remains undetermined at this time. Bd (B)(4) was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Refer to CAPA# (B)(4) and (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 25 g x 5/8 in. Bd integra¿ 3 ml syringe with detachable needle leaked profusely from the bottom of the syringe past the rubber stopper during use. No injury or medical intervention.